Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined that this device did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.

Manufacturer narrative:
D10: concomitants: (B)(6) 232-02-03 - optetrak asy, cr porous femoral, sz 3, left. (B)(6) 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a 73 yo female patient, initial left knee implanted in (B)(6) 2014, underwent a revision procedure in (B)(6) 2025, approximately 10 years 5 months post the initial procedure. The patient presented to the surgeon as part of the recall. They were pain free but had significant wear on both condyles of the polyethelene. The patella was also replaced, although no wear was observed. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were available. The explanted devices are not available for return as they were disposed of by the hospital. Device images were provided. No further information. This is 1 of 2 events. Right knee revision mentioned on report submitted under MDR#1038671-2023-01420.